Event description:
It was reported that when using the bd pyxis¿ medbank tower had override issues. Customer stated that had issues while pulling the fentanyl vials from the station. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.